Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has various error logs. The customer is requesting that the device be returned for bench repair. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was reported.